Event description:
The customer contacted heartsine to report that their device failed to deliver therapy during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine's investigation was unable to determine the root cause of the reported fault. The patient-involved event was reported for ¿shocks should have been administered but this did not happen¿. No further technical information was available for review as the user accessible memory was erased after this event and no evo or bin file was submitted. However, the customer did provide a screenshot of the saver evo print out of the event. The screenshot for this event showed that the device logged that 4 shocks were delivered and after each shock a ¿device service required¿, was logged. It is unclear why the errors occurred or whether shocks were delivered correctly in these instances due to the memory being erased. The investigation is therefore unable to conclusively determine the root cause for the reported failure. The shall be retained by heartsine and the customer provided with a replacement device.

Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device failed to deliver therapy during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.